Event description:
It was reported that a needle broke during a biopsy of a lytic bone lesion. The tissue was solid and dense. The needle broke at the junction between the threaded and non-threader portion of the tip. No damage to the needle tip was observed prior to insertion. No injury to the patient was reported, however, the tip remains in the bone and the doctor did not remove it.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.